Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Inadequate capture threshold was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead revealed no indication of anomalies. The helix was clogged with blood. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification.

Event description:
During follow up, it was noted that there was high capture threshold on the right atrial lead. An x-ray examination confirmed lead dislodgment. The lead was explanted and replaced. The patient was stable with no adverse consequences.